Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to the skin laceration requiring medical intervention cannot be ruled out. The fall was unrelated to optune. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Additional note: manufacturing date of tfh209980 is november 12, 2019.

Event description:
A 55-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On (B)(6) 2024, novocure was informed that the patient experienced a fall on (B)(6) 2024, during which he hit his head and sustained trauma requiring sutures. A review of the available log file history confirmed that the patient was on therapy on the day of the incident. Optune gio therapy was temporarily discontinued and resumed on (b)()6) 2024. On (B)(6) 2025, the prescribing physician reported that a contribution of the transducer arrays to the skin laceration cannot be ruled out.

Manufacturer narrative:
On march 28, 2025, novocure identified that the initial manufacturer report number (MFR) reflected an incorrect submission year. The correct MFR for this report is 3010457505-2025-00413.

Manufacturer narrative:
On january 8, 2025, novocure received additional information, that the physician confirmed the patient was not on optune gio therapy at the time of the event, therefore assessed the fall and subsequent skin laceration as not related to optune gio therapy.